Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system confirmed the implant coil was severely stretched and detached from the pusher. There was no evidence of thermal detachment by the controller on the pusher's heater coil; however, the monofilament displayed a tensile break profile, which indicates the device experienced excessive retraction forces that exceeded the strength of the monofilament. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. Additionally, the IFU states, "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage. Advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted."

Event description:
It was reported that during a peripheral coil embolization procedure in a tortuous vessel, the embolization coil was advanced with force and it detached in the catheter. The coil was removed in its entirety together with the catheter from the patient. There was no reported patient injury.